Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed hives on their neck and back from the lifevest equipment. Patient reports allergies to metals. There was no alleged device malfunction contributing to the irritation. The patient¿s pharmacy recommended benadryl for the skin irritation. The patient¿s physician advised patient to end use. Follow up indicated that the skin irritation improved.